Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving lioresal via an implantable infusion pump. It was reported that the hcp suspected a pocket fill occurred. The rep was contacted by the hcp that they had pocket filled the patient with baclofen and wanted to know what the next steps were. No symptoms were reported. Additional information was received from a manufacturer's representative (rep) on 2017-apr-12. It was reported that the pocket fill occurred on (B)(6) 2017. The rep reported that the hcp informed them that he had a pocket fill during a routine refill. To the rep's knowledge there was no issue with the device. Additional information was received from a healthcare professional (hcp) on 2017-apr-18. It was reported that the pocket fill was a complete pocket fill. As an action/intervention the patient was admitted to the hospital for 2 days for observation. The cause of the pocket fill was not determined. The pocket fill had been resolved. The patient did not experience any symptoms related to the pocket fill. The patient's weight was not checked at the time of the event as the patient was wheelchair bound. No further complications were expected or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.